Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) was seen in the clinic for having a supraventricular tachycardia (svt) arrhythmia in which anti-tachycardia pacing (atp) was provided. The atp therapy accelerated the patients rhythm from ventricular tachycardia (vt) to ventricular fibrillation (vf) in which four inappropriate shocks were received. The physician reprogrammed the device. No adverse patient effects were reported.

Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) was seen in the clinic for having a supraventricular tachycardia (svt) arrhythmia in which anti-tachycardia pacing (atp) was provided. The atp therapy accelerated the patients rhythm from ventricular tachycardia (vt) to ventricular fibrillation (vf) where four shocks were delivered to convert the rhythm. The physician reprogrammed the device. No adverse patient effects were reported.

Manufacturer narrative:
Correction to fields: b2, b5, h6.